Manufacturer narrative:
This pump was subjected to over-infusion (oi) CAPA testing. No further oi CAPA testing will be done. The return product analysis (rpa) finished out the destructive analysis. Destructive analysis was performed and gear shaft wear was found. Analysis is complete. Analysis revealed pump motor and gear train anomalies related to corrosion and/or wear and/or lubrication, and stall due to shaft-bearing. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID 8709, lot# j10931r04, implanted: (B)(6) 2002, product type: catheter. (B)(4).

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer representative regarding a patient who was receiving an unknown drug via an implantable pump. The indication for use was non-malignant pain and chronic low back pain. On an unknown date, the pump was replaced because the physician believed it was giving false readings. For example, the reservoir volume amount differed from the clinician programmer. The cause of the event was unknown. No troubleshooting was performed. No patient symptoms were reported. The patient's status was reported as "alive -no injury." If additional information becomes available, a follow-up report will be submitted.

Event description:
The device system delivered intrathecal morphine (concentration 60mg/ml; dose 10.993mg/day), clonidine (concentration 500mcg/ml; dose 91.61mcg/day), baclofen (concentration 600mcg/ml; dose 109.93mcg/day), and bupivacaine (concentration 40mg/ml; dose 7.329mg/day).

Manufacturer narrative:
Analysis of the pump (B)(4) revealed an overinfusion of the pump due to an undetermined root cause. The pump was found to be infusing by more than 14.5% at standard test conditions and typical therapeutic rate of 300mcl/day.